Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Patient code (B)(4) is used to capture the no patient involvement. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spindle for evolution was not welded. This issue was found during inspection at the loaners department. There is no procedure and patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 03.825.002 , synthes lot number: h055338 , supplier lot number: h055338 , release to warehouse date: 18-jul-2016 , supplier: avalign technologies-nemcomed , manufacturing site: monument , no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that spindle for evolution was not welded. This issue was found during inspection at the loaners department. There is no procedure and patient involvement. The returned spindle for evolution (03.825.002) is an instrument routinely used in the syncage evolution system. The spindle is designed to mate with the syncage evolution (03.815.001) and synfix evolution holders (03.835.100). Upon visual inspection, the weld around the knob was cracked around the entire circumference (visible under 5x magnification), and the knob was able to be unscrewed at customer quality (cq). The proximal surface of the knob shows visible signs of impaction consistent with normal use. Therefore, this complaint is confirmed, but for the condition of a cracked weld, rather than broken instrument. Whether this complaint could be replicated is not applicable because the device was returned cracked. Since the complaint condition involved a cracked weld, a relevant dimensional check could not be performed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Spindle assembly drawings were reviewed during this investigation. Previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use. A corrective action and preventative action (CAPA) assessment was previously performed for the complaint condition. Document change order (dco) updated the spindle drawing to change weld specification to enhance durability. During the investigation, no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no further corrective and/or preventative action is proposed. The associated technique guides state that controlled light malleting may be required during trial spacer insertion. It is possible that the less than ideal spindle weld durability which was addressed by dco, and/or exposing the spindle to excessive forces during use contributed to the complaint condition. The cracking or breaking of the weld may occur during impaction of the knob during insertion of a trial spacer, or reprocessing/sterilization. The design of the device (shaft threaded into knob) ensures that even if the weld breaks, the knob would not fall out from the trial spacer holder assembly. The surgeon would be able to insert and remove the trial spacer correctly. The knob would separate when attempting to remove the spindle from the trial, away from the patient. A material check or hardness check were not performed at cq because of the known design change. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.